Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose, nausea, and vomiting. The blood glucose reading was 15mmol/l. Troubleshooting was performed. The time, date, and programming were correct. It was stated that the bolus and basal do not match with the daily totals. It was stated that the insulin pump displayed 33.2 units on the daily total, but the customer noticed only 43.1 units. It was also stated that the insulin exited. Performed a high pressure test and the insulin pump failed the test. No further info was provided.